Event description:
It was reported the patient's scs system was explanted approximately one month after being implanted (exact date of explant not provided). The patient stated the explant took place because "system was poisoning her". The allegation was not confirmed and no further details related to the allegation were provided to the manufacturer.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.